Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Rep reported patient fell and dislocated right hip. Surgery also due to recall of femoral head 36+5 v40.

Manufacturer narrative:
An event regarding ¿alleged dislocation due to trauma¿ involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: a review of the medical records and provided undated x-ray by a clinical consultant indicated: ¿no clinical or past medical history, no dated serial x-rays, no revision operative reports, and no examination of the explanted components are available for review. Based upon the information available for review, no determination can be made regarding the cause of this clinical event.¿ -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event stated that the patient fell which could have lead to the dislocation. However, a review of the medical records and provided undated x-rays by a clinical consultant indicated: ¿no clinical or past medical history, no dated serial x-rays, no revision operative reports, and no examination of the explanted components are available for review. Based upon the information available for review, no determination can be made regarding the cause of this clinical event.¿ no further investigation for this event is possible at this time. If additional information and/or return of the devices become available, this investigation will be reopened.

Event description:
Rep reported patient fell and dislocated right hip. Surgery also due to recall of femoral head 36+5 v40.